Event description:
It was reported unit is not powering on. The malfunction did not occur during surgery. No patient involvement. No adverse events were reported as a result of this malfunction. At product evaluation investigation the unit would not power on as the power inlet module was singed due to the fuses shorting out. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit would not power on as the power inlet module was singed due to the fuses shorting out. The power inlet module was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to the time the high flow valve is left open is too short during the pump start up sequence. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.